Event description:
A philips employee became aware of a journal article (published online 22oct2020) ¿combined use of rotational and excimer laser coronary atherectomy (raser) during complex coronary angioplasty¿an analysis of cases (2006¿2016) from the british cardiovascular intervention society database¿. The study retrospectively aimed to examine the patterns and outcomes of combining rotational (ra) and excimer laser coronary atherectomy (elca)¿raser atherectomy in the percutaneous management of calcific coronary disease. A total of 153 patients between 2006 and 2016 were enrolled in the study. All lesions were sequentially treated with spectranetics elca laser atherectomy catheters. Procedural complications included 8 unspecified arterial complications, 8 patients experienced slow flow, and 4 patients experienced shock induction. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 22oct2020 has been used, the date of publication. Protty mb, et al_2020_combined use of rotational and excimer laser coronary atherectomy (raser) during complex coronary angioplasty¿ an analysis of cases (2006¿2016) from the british cardiovascular intervention society database. Catheter cardiovasc interv. 2020;1¿8. Https://doi.org/10.1002/ccd. 29377. This report captures the unspecified arterial complications, slow flows, and shock inductions that occurred after use of the elca device. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient age - average patient age: 73.4 ± 8.5 a3a) patient sex - 37 females, 116 males a3b) specific patient/case detail was not provided. A4) patient weight - mean bmi 28.4 ± 5.3kg/m² a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, filling defects (occlusion) are listed as a potential adverse event with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.